Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the pictures provided confirmed the device was cracked across the length of the product. The device history records were reviewed and no discrepancies were identified. As the device was dropped, the root cause of the reported issue is attributed to the user failing to follow instructions. The instructions for use note that misuse reduces the useful life of the device and increases injury risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the femoral impactor pad fractured during sterilization after being used successfully during a knee arthroplasty case. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.